Event description:
Medline enfit1000tc tube tip broke during feeding. The nurse recovered some of the pieces and the feeding tube worked again. It is likely some of the pieces went through the patient's gi tract. This had happened previously. The facility that reported this event contacted medline and found that the device was only intended for 24 hours when used with feeding sets. The 24-hour limit is not included in the IFU, or the packaging. Requesting that the IFU and packaging clarify that the device cannot be reprocessed, sterilized, or used for more than one feeding. Manufacturer response: they clarified that the device was for only 24-hour use.